Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was bent which led to occlusion on (B)(6) 2026. The blockage was at the site. The event occurred three hours after insertion. The insertion site was upper left arm. No further information available.